Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during pre-use check. The pressure transducer printed circuit board was identified as defective and requiring replacement. The defective part has been requested for investigation.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).